Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and did show a non-conformance, but this serial number was not affected. When the device was returned to mmd for investigation, the motor had failed, causing the persistent error codes. The pump was serviced to correct the issue. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error codes 10, 12, and 15 persistently as well as no flow. They stated that this resulted in a six hour delay of therapy and that they were attempting alternative methods of delivery. Mmd did not follow up with the initial reporter because at the time of the complaint they stated they had no additional information. They reported that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. (B)(4).